Event description:
A malfunction occurred with the customer's insulin pump, but there was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to switch to multiple daily injections as a backup therapy. Technical support confirmed the shipping address and guided the customer on putting the pump into storage mode before returning it with a pre-paid label. A replacement pump was arranged under warranty, and the customer acknowledged all instructions.